Manufacturer narrative:
After review it was determined that this was a duplicate file. Please reference manufacturer report number 2016493-2019-00720 for MDR reporting.

Event description:
It was reported that there was pca tampering with suspected drug diversion.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was pca tampering with suspected drug diversion.